Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for atrial arrhythmia burden (aab) was detected on this implantable pulse generator (ipg). Review of the electrograms showed far-field r-wave oversensing (ffrwos) on the atrial channel. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.